Manufacturer narrative:
E1: complainant city: (B)(6). Complainant country: united kingdom. Based on the available information, this event is deemed to be a reportable malfunction. Photograph had been received for this complaint, which was evaluated in accordance with work instructions (wi). On photo was visible material extending over the edge of the flange cutout. On photo there was unused pouch and no harm on patient was observed. A batch record review indicates no discrepancies. Batch record review was conducted resulting in following: closed bags in question were manufactured under ref code 421992 / system application product (sap) material identification (ID): 1747299, product com pch cld l bg 57mm (1x30pk) eur and manufacturing lot#: 5b04668. Order: (B)(4) was produced in february 2025 at center c5.2 on machine a230, with lot amount (B)(4) pcs. The affected quantity was one piece. The production process, in-process control, testing result, packaging of products was run according to the process instruction (pi) for ostomy products on automat a230 ostomator 3 and recorded in batch record (br) instruction. Review of the device history record (DHR) showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformance had been registered during the manufacturing process of the affected lot and of the mentioned issue. No other similar complaint was registered on affected lot and malfunction "pouch materials in contact with skin are too rough or sharp " affected was (B)(4) of products (pcs 1 from (B)(4) pcs), which was out of acceptable quality level (aql) limit 1,5 valid for final inspection of process instruction (pi). Issue was discussed on complaints review board meeting held on 10/jun/2025. Corb team decided that affected quantity was within acceptable quality level (aql). Issue was isolated, since affected was only one piece from inner box. No harm on patient was observed. No another action was needed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
It was reported by the distributor that end user advised there was sharp ring on the bag and was hurting their stoma. The product was used by patient. A photograph depicting the issue was received from the complainant.